Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during implementation of stent diagnosis vascular procedure and the procedure was completed using the same system. The philips field service engineer (fse) inspected the system onsite and confirmed that the live image stopped displaying on the flexvision monitor. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc to resolve the issue. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the live image stopped displaying on the flexvision monitor, delaying the examination. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc. After the flexvision pc was replaced and the software was installed, the system was returned to use in good working order.